Event description:
The set screw was received without the polyethylene in the thread. This event did not occur during a surgical procedure; therefore, there was no adverse effect to any pt.

Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event was attributed to a packaging deficiency which was detected and subsequently resolved in 1989. No further action is required at this time.